Manufacturer narrative:
The pump was received with a frozen screen during start up at software version with continuous beeping. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and software error is displayed in the lcd screen. Customer does not recall any significant events leading to the error, but indicated that it happened after a battery change. Customer's blood glucose was 270 mg/dl at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
Additional information has been received, which was not included with the initial report. The information has been provided with this report. The insulin pump was received unit with frozen screen after battery installation followed by a constant audio/beep anomaly; problem was isolated to the mother board. The insulin pump was unable to verify button/keypad anomaly due to frozen screen. The insulin pump had cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corner.